Event description:
It was reported that the right ventricular lead exhibited unspecified over-sensing. It was noted that the patient was pacemaker dependent. The right ventricular lead was capped and replaced. The patient was discharged post procedure.

Manufacturer narrative:
Further information was requested but not received.